Event description:
Balloon catheter was removed due to ruptured tip. During insertion of second catheter, surgeon discovered that the right femoral artery had torn during removal of first catheter. A third catheter was inserted into the left femoral artery. Pt is stable on iabp support.